Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported their enamel has softened and their tooth is chipped due to using the aligners. No further information is available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Medical device problem code: structural problem 2506.